Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, a few weeks after implant, this right ventricular (rv) lead dislodged. The rv lead dislodgement was confirmed under fluoroscopy. Tachycardia therapy was conservatively programmed off until a lead revision could take place the following week. Further information was provided that this rv lead was successfully explanted and replaced. This rv lead was discarded at the hospital. No additional adverse patient effects were reported.